Event description:
Reporter indicated that patient has been diagnosed with tvc paresis and left vocal cord paralysis by an ear, nose & throat and sleep apnea as a result of a sleep study. Use of CPAP during sleep did not resolve the patient's apnea. The patient's neurologist reportedly does not believe that the vocal cord paralysis is related to the vns therapy system. The patient is experiencing good seizure control with the vns therapy (from 9 to 10 seizures per month to 2 seizures per month with the vns). Ear, nose & throat is reportedly considering surgery to repair the vocal cord paralysis.